Event description:
A peritoneal dialysis (pd) patient's husband reported that the patient expired. The husband stated the cause of death was unrelated to the patient's pd treatment. The pd nurse stated the patient passed away due to lingering illness and associated complications. It was not due to her pd treatment or kidney function. The patient had stopped doing dialysis voluntarily a day before and passed the following day. The pd nurse followed up with the patient's husband and there was no autopsy performed. The cause of death is listed as unknown but was presumed to be cardiac arrest following declining health due to the inability to swallow or eat properly. The patient had been declining since (B)(6) 2013 and the passing was not unexpected. It was not due to her pd treatment or kidney disorder.

Manufacturer narrative:
Medical records have been requested and have not been received by the manufacturer to date. Upon receipt of the medical records, an investigation will be performed and at the conclusion of the investigation, a supplemental report will be filed with the results of the clinical investigation. The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.